Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of death. There is no medical intervention specified. The device was returned to the third-party service center. There was no error identified.